Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. There was an internal investigation, batteries were swapped, and receiver failed to reboot. There was no data available for review. The reported event of an error icon display could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/23/2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.